Manufacturer narrative:
Technician troubleshoot and found pcm won't turn on. Technician replaced some fuses, still no power. He replaced the pcm to resolve the issue.

Event description:
Account states, bed has no power.